Manufacturer narrative:
(B)(4). Voluntary medwatch number: mw5063215. Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
Following cardiac catheterization and a pre-deployment angiogram, a 6f angio-seal vip was deployed on (B)(6) 2016. It was reported that there was inadequate tension between the anchor and collagen during deployment. Bleeding occurred in the procedure room, and manual compression was applied. An ultrasound was performed 6 hours later and revealed the patient developed a pseudoaneurysm while the patient was lying in bed. Ultrasound with compression was used to treat the pseudoaneurysm. On (B)(6) 2016, during surgical removal of the device, the surgeon observed the device in the subcutaneous tissue with no clear obstruction. The patient maintained peripheral pulses, and there was no need for surgical repair. The patient was observed for one day with follow-up doppler and was then discharged home.